Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted due to vision blurry, the patient was seeing better with old glasses. The iol was exchanged for a different iol approximately after 15 days following the initial procedure. Additional information requested.